Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported: after deployment it was noted that there was still evidence of an active arterial bleed. Manual compression was held for 15 minutes. No hematoma noted. The pt was transferred to the holding area and discharged the same day.